Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of a generated error, a review of the error logs revealed no logged errors for two years, however the hard drive was replaced as a preventive. It was additionally noted that missing hinge plate screws and a damaged printer drawer were both replaced, the hard drive image was loaded and the software reloaded. Product ID: 229047 software analyzer: (B)(4).

Event description:
It was reported that the programmer generated a "critical" error. Follow-up determined that the error occurred at start-up. The programmer was returned for service. No patient complications have been reported as a result of this event.